Manufacturer narrative:
The affected evita 2 dura with 116,929 operating hours was manufactured in june 1999 and the logbook was available for the investigation. On the basis of the logbook entries on (B)(6) 2018 it can be seen that the device has performed two consecutive warmstarts at 9:58 am and was then switched off by the user by pressing the power switch. The error messages stored at the time of warmstart indicate an internal electronic fault. However, since the device was not available for detailed analysis, the root cause for the reported problem could not be determined. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. Since the hardware malfunction could not be rectified by a warmstart in this case, the device repeated the warm start procedure. In this case the IFU states that the ventilation of the patient must be started without delay using an independent ventilation device, if necessary with peep and/or an increased inspiratory o2 concentration.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The affected evita 2 dura (manufacturing date: june 1999) was provided by the customer for the investigation. Based on the log analysis described in the last report, a detailed technical analysis was carried out in the repair workshop at the manufacturer in lübeck. Initially, no deviation could be detected in a 2-week endurance test. In the following, a review of the components that could be faulty based on the log entries was performed. Damage was detected on the pcb frontpanel, which was caused by cleaning agent ingress. It is likely that these deposits became conductive due to environmental influences (e.g. High relative humidity) and led to a temporary electronic deviation. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. Since the hardware deviation could not be rectified by a warmstart in this case, the device repeated the warm start procedure.

Event description:
Please refer to the initial-report and to the follow up-report 1.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
The user report reported that the device had failed during ventilation of a patient. The device briefly alarmed, the screen failed and the device stopped ventilating the patient. The nurse was present and the patient was not harmed.